Manufacturer narrative:
Additional information: h6, h11. H11: a review of the event history log revealed system error 345 messages.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing when attempting to load a set a system error 345 alarm occurred. A review of the thermistors found the downstream thermistor out of specification. The force sensor requires replacement to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. Should additional relevant information become available, a supplemental report will be submitted.¿